Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Phone number, facility name, address: unknown as event is about a masked clinical study. (B)(4). Other: the device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a study patient at the 4th month visit, developed halos/starbursts and reports they have worsened compared to before surgery. It was stated that patient is very bothered of the visual issues, driving at night. Nevertheless, the preoperative monocular best corrected distance visual acuity (bcdva) were 20/25 for right eye (od) and 20/30 for left eye (os). At 4th month visit, visual acuity reported to be 20/40 right eye (od), 20/32 left eye (os). There was no intervention planned. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).